Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut into two pieces, typical of insertion and removal from the eye. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause cannot be determined. A power and resolution inspection could not be conducted due to extensive damage. A facility representative reported that the surgeon¿s prognosis was multifocal intolerance . There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the cataract surgery with intraocular lens implant procedure the patient complains of trouble night driving and glare. The iol was exchanged with another iol. The patient issue has been resolved. There was no patient harm and no hospitalization. Additional information has been requested.